Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that per surgeon patient had loose corail . Surgeon kept cup and liner 1217-32-054 l- 121921, 1221-32-454 l- 447310. Surgeon removed stem and head and put new revision stem in. Patient did have revision on (B)(6) 2014, same hospital where surgeon changed liner and head. Believe revision at that time was due to instability. No instruments broke during case. Doi: (B)(6) 2011. Dor: (B)(6) 2017. Right hip.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.